Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (c-34 error mono coag) was confirmed and reproduced on erbe connected to the system. System logs showed 25913, c-34 errors confirming the fault occurred in the field. A visual inspection found the erbe has no significant scratches or dents. The front bezel is in decent condition. The erbe unit was placed on a system and was run in normal mode and ¿measurement value for hf voltage too small with on¿ was found. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a c-34 error occurred when using monopolar energy. The bipolar energy was functioning normally. The customer power cycled the integrated electrosurgical unit (iesu), but the same c-34 error returned. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the iesu would need to be replaced. The tse suggested using a covidien/force triad generator as a backup. The customer stated that they were going to search for a backup generator and the necessary activation cable. The procedure was reportedly being completed as planned, with no reports of patient injury.